Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.9 (7pm), lab: 1.3 (12, noon). Date: (B)(6) 2012, inratio2: 1.9 (10am), lab: 1.4 (12, noon). Time between testing on (B)(6) 2012: about 7 hrs. Time between testing on (B)(6) 2012: 2 hrs. Pt's therapeutic range: 1.7-2.2 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 1.9, reference: 1.4, mean: 1.65, confidence limits: 1.2-2.3. Results obtained on (B)(6) 2012 were excluded from comparison test since test since tests were performed about 7 hrs apart. A maximum of three (3) hrs is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these other reported results is appropriate. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant with the context of the documented variability for inr testing. No further investigation required. Root cause of complaint could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the total action threshold of 0.10%, no action is required at this time. Issue will be tracked and trended. No corrective action required at this time as no product deficiency was established